Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1. Reference medwatch report with a1 patient identifier (B)(6) for the suspect device used in system 2.

Event description:
Reporter alleged the patient received a result of 158 mg/dl on inform system 1 compared back to back with a result of 25 mg/dl on inform system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.